Event description:
It was reported the device was did not flow as fast as expected; reporter stated the device flow rate "slowed down to dripping". No adverse effects to patient reported.

Event description:
Additional information received 09-dec-2021: the device has been involved in at least 2 or 3 incidents where the unit infusion rate significantly slows down to dripping. The last incident, the register nurse have double checked all the tubing and clamps, but the infusion was just dripping, with no alarms and chamber was pressurized.additional information received 09-dec-2021: no additional information was availablethree complaints have been originated to document each occurrence

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Received device in good condition with pressure chambers. The technician filled water into reservoir tank, installed temp check, installed f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. Installed digital pressure indicator e6198 due nov 2022. The reported issue was not confirmed. The technician installed digital pressure indicator e6198 due nov 2022 and check air compressor measured at 5.6 per square inch (psi) (+0.0/-0.2psi), which was within tolerance. Installed h-1200 device onto an air bubble fluid test fixture. Turned on the water fluid and air pressure, which device pass both tests. Repeated the tests and the device passed both air bubble and fluid tests. Installed h-2 pressure chambers to a regulated air supply e4366 due apr 2022. Set the regulated air pressure to 5.6 psi (+0.0/-0.2psi), turned the toggle switch left to inflate the pressure chambers, and both pressure gauge needle indicated 280mmhg-290mmhg, which was within tolerance. The technician disconnected the hose from the air supply, the pressure in pressured chamber holds 1 minute without air leak. Installed tempcheck test fixture e5785 due jul 2022. Measured temperature was 41.7c degrees which was within tolerance. Device passed all functional and electrical tests. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No actions were taken.